Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 25 (patient temperature 2 high) expected 11.66, actual 25.55 and error 80 (non-recoverable system error) expected 6, actual 28.59, they would like to send it in for an assessment. Per follow up information received via email on 09aug2023, updated entry description (see attachment). It was reported that the device was being shipped in for repairs. Support tech determined that either the mixing pump or isolation circuit card needs to be replaced. Per sample evaluation results on 11sep2023, it was reported that the artic sun device was slow to fill. Heater 1 was not working.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was of the reported issue is a failed heater. The device was evaluated upon receipt. Heater 1 was not working. Replaced heater. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 25 (patient temperature 2 high) expected 11.66, actual 25.55 and error 80 (non-recoverable system error) expected 6, actual 28.59, they would like to send it in for an assessment. Per follow up information received via email on 09aug2023, updated entry description. It was reported that the device was being shipped in for repairs. Support tech determined that either the mixing pump or isolation circuit card needs to be replaced. Per sample evaluation results on 11sep2023, it was reported that the artic sun device was slow to fill. Heater 1 was not working.